Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results generated by unicel dxc 800 synchron clinical system for three patient samples. The results were not reported out of the laboratory. The patient results are shown. Subsequent testing by an alternate method produced negative results. There was no effect to patients.

Manufacturer narrative:
No specific sample information was provided by the customer. Qc and calibration had been acceptable. The customer stated 70% of the patient samples result in weak positives (nearly 20-25 iu/ml) and produce negative results when tested by an alternate method. No service visit was needed as this event appears to be a reagent issue. Root cause for this event is unknown.